Event description:
According to the reporter, the hub would come out of the tube shaft itself, so much so that the patient had to be reintubated as it would not stay connected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.